Manufacturer narrative:
The device delivery catheter and sheath were returned to gore and an engineering evaluation was performed and showed the following: the device evaluation found the leading tip of the introducer sheath had been damaged. The delivery catheter was broken at the trailing olive. The leading end of the catheter had pulled out of the trailing olive bond. The inside of the trailing olive had imprints from the polyimide guidewire lumen. The findings from the evaluation support the physician¿s observations that the device caught on the introducer sheath when it was pulled back into the sheath. The introducer sheath damage was caused by interference with the delivery catheter during withdrawal. The root cause of the delivery catheter separation could not be determined with the available information.

Manufacturer narrative:
Correction h7: 3500a-other-urgent medical device safety correction. Addition the IFU in place at the time of the procedure included the following relevant warnings: according to the instructions for use (IFU) for the gore® excluder® aaa endoprostheses states; do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not rotate the contralateral leg delivery catheter during delivery, positioning or deployment. Catheter breakage or premature deployment may occur. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for a left common iliac artery aneurysm (lciaa) and was implanted with gore® excluder® iliac branch endoprostheses. The iliac branch component was deployed successfully and when attempting to advance the internal iliac component (iic) into the left internal iliac artery (liia) via a gore dryseal sheath with hydrophilic coating the device could not be advanced within the liaa. The iic was withdrawn from the patient's vasculature and during withdrawl, the leading olive of the device caught on the leading end of the dryseal sheath. The device and sheath were removed together. Post withdrawal of the device and sheath, it was noted that the leading end of the delivery catheter was broken at the trailing end of the catheter wherein the constrained part of the endoprosthesis met with the trailing olive. The procedure was continued using a new sheath and new device. The patient tolerated the procedure without any additional reported complications.